Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: e4, g3, g6, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, external force was applied to the surface of the acoustic lens. The following is stated in the instructions for use which can prevent the event: "important information please read before use: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result."

Manufacturer narrative:
The device was returned for repair. Device manufacture date is not available. Upon inspection, the issue of the deep cut with a missing piece in the pink rubber ultrasound probe was observed. This occurs due to a physical stress by dropping and/or knocking the affected part to a hard surface or object and/or applying a chemical stress during the cleaning/sanitization process. In addition, it was noted that the rubber coating of the distal end and its glue is non-olympus. There were three broken elements in the ultrasound image. Control knob had low tension. The insertion tube had some scratches. Evaluation is ongoing and supplemental report(s) will be filed if any additional information becomes available.

Event description:
The device was returned for repair, and the issue of the deep cut with a missing piece in the pink rubber ultrasound probe was identified at that time. There is no reported patient harm.